Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported patient effects of medical intervention and removal of foreign body appear to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during use of a 5.0x12mm nc trek balloon dilation catheter (bdc) the balloon separated from the shaft of the bdc. The balloon went down the descending aorta and was retrieved by radiology. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.